Manufacturer narrative:
The customer reported four instances of infection after implanting unspecified ribfix devices. The customer was unable to provide photos or any additional information including part or lot numbers. The product was not returned. Therefore, no product was evaluated and the DHR could not be reviewed. The biological evaluation report and ribfix titan fixation system adoption testing, in-house sterilization test report were reviewed and there were no issues noted, this testing has shown the product to contain substantially less natural bioburden than the process is routinely challenged with, not to exert bacteriostatic/fungistatic properties and to meet requirements for eo residuals, and to be less resistant to eo sterilization than the validated pcd when inoculated at worst-case locations. The report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employeees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "very sorry for the delay in notifying you about these complaints. On mar 13, we received a fairly generic email involving ribfix titan infections (see below email). The rep and surgeon had assured me that they would provide more information, which I've been reaching out for consistently. Unfortunately, after multiple attempts, no additional information was received. I was hoping to confirm part/lot information to verify these were riverpoint / titan implants. I was unable to confirm any of the below: patient ID (name, dob, gender, weight) primary implant date sticker sheets from primary surgery / or part and lot #'s for implants involved. Has intervention or revision occurred? If so, on what date? Therefore, the only real information I can provide is that 4 infections occurred for unknown ribfix titan procedures. No indication of intervention, no product ID, etc. Our complaints are logged as follows: (B)(4) -dr. (B)(6). (B)(4) -dr. (B)(6). (B)(4) -dr. (B)(6). (B)(4)-dr. (B)(6). Again, sorry for the delay but after a discussion with my manager we decided to end our diligence and notify you at this time."